Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the returned device revealed a failure at the level of the interconnection module.

Event description:
The physician reported that during a follow-up visit, the atrial impedance measurement was high (greater than 3000o) and pacing threshold testing could not be performed. X-ray showed that the leads were properly positioned, compared to the post-implant x-ray image. During the re-intervention to correct the issue, the physician confirmed that the atrial lead was properly connected by pulling the lead, and by solliciting the set-screw. The set-screw was then loosened and the lead removed. Psa measurements on the lead were normal. The lead was reconnected and the high impedance persisted when testing it 3 times. On the fourth test and several subsequent tests the impedance value was normal. The physician decided to close the pocket, and the ECG monitor showed ventricular did not track the atrial channel, and the atrial impedance value was again high. The pocket was again opened; the physician switched the leads, and the ventricular in the atrial port also showed high impedance. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during a follow-up visit, the atrial impedance measurement was high (> 3000o) and pacing threshold testing could not be performed. X-ray showed that the leads were properly positioned, compared to the post-implant x-ray image. During the re-intervention to correct the issue, the physician confirmed that the atrial lead was properly connected by pulling the lead, and by soliciting the set-screw. The set-screw was then loosened and the lead removed. Psa measurements on the lead were normal. The lead was reconnected and the high impedance persisted when testing it 3 times. On the fourth test and several subsequent tests the impedance value was normal. The physician decided to close the pocket, and the ECG monitor showed ventricular did not track the atrial channel, and the atrial impedance value was again high. The pocket was again opened; the physician switched the leads, and the ventricular in the atrial port also showed high impedance. Another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a follow-up visit, the atrial impedance measurement was high (> 3000o) and pacing threshold testing could not be performed. X-ray showed that the leads were properly positioned, compared to the post-implant x-ray image. During the re-intervention to correct the issue, the physician confirmed that the atrial lead was properly connected by pulling the lead, and by solliciting the set-screw. The set-screw was then loosened and the lead removed. Psa measurements on the lead were normal. The lead was reconnected and the high impedance persisted when testing it 3 times. On the fourth test and several subsequent tests the impedance value was normal. The physician decided to close the pocket, and the ECG monitor showed ventricular did not track the atrial channel, and the atrial impedance value was again high. The pocket was again opened; the physician switched the leads, and the ventricular in the atrial port also showed high impedance. Another pacemaker was subsequently implanted.